Event description:
Event description guidant received information that during the implant procedure, after the ventricular lead was implanted, and while that atrial lead was attempted, this patient went into ventricular tachycardia and then into ventricular fibrillation.